Event description:
The customer reported on (B)(6) 2014 at 12:00 am he activated a new pod and his blood glucose, carbohydrate intake, and insulin history. The pod was deactivated and he noticed the cannula was kinked and it was bending upward.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine wether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.